Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that for a couple of years the pump had been hard to get to. The caller stated that the pump may be flipped. It was noted that the healthcare provider (hcp) x-rays the pump during refill appointments and the issue had been getting worse in the last 6 months. No symptoms were reported. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.